Event description:
The customer reported that the "syringe pump stopped infusing with channel error message and pump shut down". Epinephrine was infusing at 0.02mcg/kg/min (0.35ml/hr). Per the customer's medwatch report: "syringe pump infusing epinephrine at 0.02 mcg/kg/min (0.35 ml/hr), with syringe initiated at 2215. At 1730 the following day, syringe pump stopped infusing with channel error message, and pump shut down. Nothing was being done to the pumps at the time. Did not occur during programming, stopped infusing without warning nurse at beside but not actively touching the pump."

Manufacturer narrative:
The customer¿s report of 351.6740.0 channel error was confirmed. Visual inspection of the device noted no damage or anomalies. Functional testing was performed; a bd 60ml syringe was loaded and the syringe pump was programmed for a test infusion at a rate of 0.71ml/hour, with a vtbi of 20ml. The actuator knob (gripper control) was turned slowly causing channel error 351.6740.0 to be generated when ¿check syringe¿ alarm was expected. Log analysis of the pc unit shows that epinephrine at a concentration of 32mcg/1ml was programmed to infuse at a dose of 0.04mcg/kg/min (rate=0.71ml/hr) on (B)(6) 2015 at 3:57pm. The infusion continued until 5:11pm at which time channel error 351.6740.0 occurred. The proximate cause for the reported channel error 351.6740.0 is associated with an out of adjustment split nut gap in the cam lock assembly. The root cause for the adjustment error is unknown.